Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 194 mg/dl. Customer dropped the pump on the floor and crack is seen on display. Customer stated the display is no readable. Customer stated the drive support cap is flush. Customer did not press the cap while connected. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.